Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: handle for percutaneous threaded drill guides (part. No: 03.120.022, lot. No: 3775647) was returned and received at us cq. Upon visual inspection, the threads were observed to be deformed. Additionally, scratches were observed, and one of the two dowel pins has slightly migrated out of the handle body. No other defects were identified. The observed conditions were consistent as the end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Functional test: a functional test was performed, and the 4.3mm percutaneous threaded drill guide (p/n: 324.203, lot # 7608915) would not lock onto the handle for percutaneous threaded drill guides (part. No: 03.120.022, lot. No: 3775647). The threads on the handle are deformed, and this could lead to the inability to assemble. The complaint was able to be replicated and the complaint could be confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the device is worn from repeated use and servicing therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot product code 03.120.022. Lot#: 3775647. Manufacturing site: haegendorf. Release to warehouse date: may 29, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the four (4) 4.3 percutaneous threaded drill guides were freely spinning on the 2 brown handles. The spinning drill guides would not lock into the plate through the aiming arm. The threaded guides were not locking into the handles. It is unknown if there was a surgical delay. The procedure outcome is unknown. There was no reported patient consequence. Concomitant device: plate (part number unknown, lot unknown, quantity unknown). Aiming arm (part number unknown, lot unknown, quantity unknown). 4.3mm percutaneous threaded drill guide (part number 324.203, lot unknown, quantity 4). Handle for percutaneous threaded drill guides (part number 03.120.022, lot unknown, quantity 1). This report involves 1 handle for percutaneous threaded drill guides. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.